Event description:
The customer reported that while cutting thick tissue under tension during a colectomy, the device would no longer open. The device was cut from tissue and a new impact was introduced into the surgical field. Later in the procedure and under the same circumstances, the second device locked and was also cut from tissue. At this point in the procedure, it was not necessary to introduce a third device into the field. The case ended without incident. There was no patient injury. The additional device in this procedure can be found on MFR. Report# 1717344-2010-00576.

Manufacturer narrative:
(B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife was inspected and revealed the webbing was bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.